Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with suspected infection under flap of left eye (inferior temporal) with surrounding edema and inflammation. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain, redness, fuzzy visual acuity for the last week. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015 right eye pre-op 20/15 .50 x -.75 x 117, left eye pre-op 20/15 -.25 x -.75 x 108. Patient was started on ofloxacin every 30 minutes for couple of days and was instructed to keep in contact with surgeon and return to center on (B)(6) 2017. This report is for the intralase laser. A separate report is being submitted for the visx laser.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.